Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was received but not investigated because the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.